Event description:
It was reported that the attempted left ventricular (lv) lead in the targeted coronary sinus (cs) branch cause phrenic nerve stimulation. Therefore the lv lead was removed and replaced with a new lead which resulted in farther advancement into the vein with higher phrenic stimulation threshold on the ring electrode. The replacement lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The distal conductor had blood/body fluid (not obstructed.)